Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set experienced flow issues. The following information was provided by the initial reporter: customer claims that gravity flow rate and flow using rapid infuser and pressure bag is decreased in comparison to mp5313-c.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set experienced flow issues. The following information was provided by the initial reporter: customer claims that gravity flow rate and flow using rapid infuser and pressure bag is decreased in comparison to mp5313-c.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-may-2023 . H6: investigation summary one sample (model #mz5302, lot #22129110) was returned by the customer. It was reported by the customer that the "gravity flow rate and flow using rapid infuser and pressure bag is decreased in comparison to mp5313-c". The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe and attempted to be flushed with water. The set was flushed without issue, and appeared to be working normally. No sample for model #mp5313-c was returned so a comparison could not be performed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model mz5302 lot number 22129110 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.